Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a hysterectomy, the needle broke while suturing. A component of the needle disengaged into the cavity and was retrieved. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.